Event description:
A hole was discover in the catheter 1/3 of the way down from the alligator clamp side. Unable to administer medications into the epidural space. Catheter removed. New catheter attempted and placed at the same level.